Manufacturer narrative:
The ICD first underwent a status interrogation, during which the device status eos was displayed, 104 charge processes had been documented. The memory content of the ICD was checked. In the available iegms, interference signals could be seen in the right-ventricular channel. The signal sensing of the ICD was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In the further course of the analysis, the battery status eos was reset with a technical programmer, and the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted because the battery was already very discharged. The charge drawn from the battery was checked. The battery depletion proved to be as expected.

Event description:
Ous MDR. After an implantation time of about 79 months, oversensing with shock deliveries was reported. The ICD showed battery depletion and could no longer be interrogated. The lead was capped and remains inside the patient. The ICD was explanted and returned to biotronik for analysis. No explant date was provided. Aside from the shock deliveries, no further deterioration of the patient&#62688;state of health was reported.